Event description:
During a pca / stenting treatment procedure, the quantum maverick monorail 15/3.5 mm ruptured at 1 atm on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was located in the moderately tortuous mid left anterior descending coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.